Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the pacemaker had entered high output mode after the pacemaker sensed the patient¿s intrinsic pulse during a threshold search. Programming changes were implemented. The patient was in stable condition.